Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
This follow-up MDR is created to document the event date and to clarify the complaint device model. Information received indicated the device was a one touch release (otr) product. However, based on the initial information and confirmation of product labels for the implant on (B)(6) 2016, it appears to be a titan touch product so the model/lot number reported reflect this.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, patient's legal representative stated, on (B)(4) 2016 a coloplast titan otr penile implant was installed. It worked until mid-year 2018, at which point the implant was difficult to inflate and difficult to deflate. It would inflate itself and at times deflate itself. It eventually would not inflate. The pump was hard and would not allow fluid into the penile tubes. It was impossible to have a normal sexual relationship. On (B)(6) 2018, I had an appointment with my urologist and reviewed the problem with the titan otr penile implant. He tried to operate the pump and found it very difficult and could not get it to function. The doctor suggested that the titan otr implant be removed and the titan genesis be installed. On (B)(6) 2018 a genesis was installed. Patient further reported "the titan otr penile implant's malfunction resulted in pain when it didn't deflate/inflate and the inability for normal sexual activity."